Manufacturer narrative:
The sample was li heparin plasma that was centrifuged for 3 minutes at 5100 rpm. The sample was aspirated from the primary collection tube via the closed tube aliquotter (cta). The customer indicated that the sample appearance was normal. Qc was within the customer's established ranges prior to the falsely low accutni result. The customer did not indicate whether service was dispatched for this event. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a troponin (accutni) result in the risk stratification range for one patient's sample that was generated by the unicel dxc 600i access immunoassay system. Upon repeat the result was above the ami cutoff. The erroneous result was not reported out of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.